Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation, investigation findings, investigation conclusions). Upon further evaluation, no tee echocardiogram was provided, thus, the reported ai and pvl observed in vivo could not be confirmed. Functional testing was performed in a pulse duplicator under simulated normal physiological conditions. All three leaflet were fully mobile, and all three leaflets were observed to close completely. Static leakage testing was performed and all three leaflets were observed to close completely under all backpressure conditions. The absence of any central leakage path during the pulsatile flow testing and the steady backpressure leakage testing indicates that the leakage observed is through the stent and sewing ring, and/or around the valve. The results from in vitro testing may be different from those obtained clinically due to hemodynamic and environmental differences. The valve passed functional testing with adequate mobility and coaptation; total regurgitant fraction was within requirements. Although product evaluation and r&d evaluation were unable to confirm the complaint, the complaint is able to be confirmed per medical records. Based on this, a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors may have caused or contributed. An edwards defect has not been confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: corrected section h6 (health effect - clinical code)

Manufacturer narrative:
H3: evaluation summary: customer reports of aortic insufficiency, pvl, and inadequate coaptation could not be confirmed through visual observations. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Two suture threads remained attached to the sewing ring around leaflet 1. Sewing ring was cut around leaflet 2. Wireform was exposed on both commissures 1 and 2. No other visible inconsistencies were observed from returned valve. H10: additional manufacturer narrative: updated section d9, h3. The reported event was not confirmed through preliminary evaluation of the explanted valve. The device has been sent for further testing and analysis. A supplemental report will be submitted accordingly once the evaluation has been completed. H11: corrected data: corrected section h6 (type of investigation, investigation findings, investigation conclusions).

Manufacturer narrative:
Additional manufacturer narrative: leaflets not coapting typically would result in regurgitation any may require exchange of the device. There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation or stenosis and require exchange of the device. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. In this case, the patient required intervention due to aortic insufficiency and perivalvular leak after an implant duration of five (5) days. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. The subject device was not returned for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm 11500a aortic valve was explanted after an implant duration of five (5) days due to moderate aortic insufficiency (ai) and a small perivalvular leak (pvl) as demonstrated on echo and inadequate coaptation. The explanted valve was replaced with a 21mm 3300tfx aortic valve. Per medical records from initial avr: the patient present with worsening sob and work up revealed fungemia on blood cultures. The patient underwent emergent avr with repair of the coronary sinus. The 21mm 11500a valve was implanted. All three leaflets were fully mobile and coapted well. The coronary ostia were unobstructed. After the patient was weaned from cpb, echo demonstrated severe ai with one leaflet immobile. Immediate concern was that the leaflet had been caught in the aortic suture line although the aortotomy was well away from the valve. Cpb was re-established and the valve was inspected. No suture had caught any valve tissue and all three leaflets had excellent coaptation zone. The valve appeared to be competent. It was recommended to close and repeat echo in the morning. It was postulated that the issue was related to the dry storage of the inspiris valve. The patient was weaned from bypass. At this time, the ai appeared better with at least mild-moderate ai at the end of the operation. Echo on pod #3 demonstrated persisting ai. There was now evidence of a small pvl. Several theories were considered as well as concern over manufacturer's defect. Per medical records from redo avr: redo avr was performed five (5) days post initial avr. Upon surgery, aortic valve inspection revealed all three leaflets appeared to collapse well as before. The annulus was proved along the junction of the left and right coronary sinuses where a small pvl was noted. It was not clear if this was a significant space left from the previous operation or worsened by the probing. The tissues appeared intact and robust. The inspiris valve was explanted and replaced with a 21mm 3300tfx valve. The valve was well-seated and both coronary ostia were unobstructed. The patient was weaned off bypass. Tee demonstrated an appropriately functioning valve with no pvl. The patient was returned to the cvicu. Postoperatively, the patient was noted to be in stable condition. The patient was discharged home on pod #8.